Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device was closed on tissue and would not open. The surgeon had to pull the handles apart to open the device. Another device was used to complete the case with no patient consequence.